Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the powered stapling handle was used during a laparoscopic right hemicolectomy procedure with no problem. After the procedure, the powered stapling handle was inserted into the single bay charger. Two days later, the powered stapling handle was being used for a demonstration. However, the display screen was blackout. Inserted the powered stapling handle into the clam shell and connected the adapter, however, the calibration was not performed.